Event description:
On (B)(6) 2009, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that ipg required recharging 2 to 3 times a day. Originally the pt recharged every 2 weeks. Due to the frequent recharging the ipg area has become increasingly warm while charging. On (B)(6) 2010, a replacement charger was sent to the pt, with the same results. On (B)(6) 2010, it was reported that the pt's ipg will be explanted and replaced on (B)(6) 2010.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.